Event description:
It was reported that approximately 4.5 months post implant the cardiac resynchronization therapy defibrillator (crt-d) was malfunctioning and the data is invalid. It appears that all the vs (ventricle sense) markers come into a few milliseconds between each other. It seems like the device is grouping all the vs markers into ¿clusters¿. Therefore, you can see more than 10,000 short v-v intervals. As a result the patient received an inappropriate shock and was hospitalized. It was noted that at follow-up the egms (electrograms) and markers were not visible, but when the device telemetry was turned off they were able to see the egms again. The patient was hospitalized and detections were programmed off. The company¿s technical services were consulted and it was suspected that there is a hardware issue with the crt-d. It looks like the blanking circuitry is failing. The issue of oversensing is that the device is not using its atrial and or ventricular blanking which causes double counts. The increase in sic (sensing integrity counter) count are coming from the sensing ¿bursts¿ when there are multiple as (atrial sense) or vs markers that are less than or equal to 130 milliseconds from each other. The crt-d remains in use. No further patient complications have been reported as a result of this event. It was further reported that crt-d was subsequently explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. Analysis of the device memory indicated an issue with the sensing function. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated the egm (electrogram) was not available. Analysis of the device memory indicated egm (electrogram) and marker channel information were missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6935m lead implant date: (B)(6) 2025; 5076 lead implant date: (B)(6) 2025; 4598 lead implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4.5 months post implant the cardiac resynchronization therapy defibrillator (crt-d) was malfunctioning and the data is invalid. It appears that all the vs (ventricle sense) markers come into a few milliseconds between each other. It seems like the device is grouping all the vs markers into "clusters". Therefore, you can see more than 10,000 short v-v intervals. As a result, the patient received an inappropriate shock and was hospitalized. It was noted that at follow-up the egms (electrograms) and markers were not visible, but when the device telemetry was turned off, they were able to see the egms again. The patient was hospitalized and detections were programmed off. The company¿s technical services were consulted and it was suspected that there is a hardware issue with the crt-d. It looks like the blanking circuitry is failing. The issue of oversensing is that the device is not using its atrial and or ventricular blanking which causes double counts. The increase in sic (sensing integrity counter) count are coming from the sensing 'bursts' when there are multiple as (atrial sense) or vs markers that are less than or equal to 130 milliseconds from each other. The crt-d remains in use. No further patient complications have been reported as a result of this event.